Event description:
On (B)(6) around 2100 I noticed a drop in hr and bp and I titrated sedatives per protocol. At 2211 there was not improvement in vital signs and the intensivist, (B)(6), was notified. He then came to bedside to assess the patient. At 2300 I found the fentanyl drip empty but expected approximately 300ml to be in the bag at this time. I called (B)(6) into the room. Together we verified that the rate on the pump matched the documented rate in iaware, we verified that the vtbi was 298ml on the pump, and we verified the fentanyl was in a locked lock box. (B)(6) from pharmacy was notified and came to bedside. The fentanyl was left intact on the pump and the pump, fentanyl bag, and medication sheet were sent to pharmacy with (B)(6) per instructions on your previous email. Consulted (B)(6), house supervisor regarding protocol and a simpler form was also completed.